Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was part of a system revision due to infection. Also, the patient had large vegetation in the right atrium and on implantable cardioverter defibrillator (ICD) lead. The patient was positive for methicillin-resistant staphylococcus aureus (mrsa). There were no additional adverse patient effects reported. This ICD device was explanted.